Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer stated that their blood glucose reading, at one point, was 96 mg/dl, while the sensor glucose was 65 mg/dl. Customer also reported that a few hours later their blood glucose reading was 186 mg/dl, while the sensor glucose was 160 mg/dl. Customer's blood glucose levels ranged from 439 to 506 mg/dl. Replacement product is being sent.